Event description:
It was reported nurse when puncturing PICC in patient found the catheter guide in the puncture kit broken. It was necessary to use a second catheter. Additional information received 12.aug.2021: was the reported incident noticed before or while using the product on the patient? It was noticed during the procedure, when the guide was removed for introducing; was there any harm to the patient? There was none, because it was not inserted into patient; was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, administration of medications, etc)? There was no intervention required; is the incident-related sample available for analysis? If so, is it contaminated? Sample is contaminated, patient with covid-19.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was six photographs depicting a nitinol guidewire. The device was placed on a drape. Biological residue was evident on the drape. The nitinol region of the guidewire was coiled. The coil wire was elongated and separated from the core wire. While damage was clearly visible in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the guidewire against the needle bevel and attempted insertion through a tortuous path. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3660 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse when puncturing PICC in patient found the catheter guide in the puncture kit broken. It was necessary to use a second catheter. Additional information received 12.aug.2021: was the reported incident noticed before or while using the product on the patient? It was noticed during the procedure, when the guide was removed for introducing; was there any harm to the patient? There was none, because it was not inserted into patient; was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, administration of medications, etc)? There was no intervention required; is the incident-related sample available for analysis? If so, is it contaminated? Sample is contaminated, patient with covid-19.